Manufacturer narrative:
Additional information: b1, b2, b5, d1, d4: model #, d4: catalogue #, f10 (code) and h11 b5: upon follow up, the patient's eyesight changed due to the over infusion. The patient "could not read a sign across a 12-foot room despite having brand new eye prescription glasses on that were only two months old". Subsequently the patient had an eye exam and had to buy a new pair of eyeglasses. No further information was available at the time of this report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5. B5: b5: upon further information, the pharmacy denied an over infusion occurred. Per the pharmacy team member, the device was filled with 4000mg fluorouracil (5fu) diluted in d5w for a total volume of 240 ml (160 ml of d5w plus 80ml of 5fu equal 240 ml total or 80ml of 5fu at 50mg/ml equals 4000mg in 240ml in the pump). The pump was connected to the patient via a 5 french peripherally inserted central catheter (PICC) and connected to the patient via a mepilex dressing. The pump was filled to a nominal volume. The expected infusion time was 48 hours; however, after approximately 16 hours the nurse reported the pump was infusing too quickly and the pump was disconnected from the patient and brought to the pharmacy to be weighed. ¿there are no readings on the pumps, just some general lines indicating approximate amounts remaining in pump. The only way to accurately determine the volume left in a pump is to weigh it and preform calculations.¿ the pump was weighed (without the bag) as 224.5 g. Approximately 138.5 ml remained in the pump based on weight and calculations. According to the nurse, the pump was clamped around 08:00 on the day of the event. Therefore, administration time was approximately 16 hours. ¿from a pharmacy perspective this was not an overdose as per the management of 5fu infusion overdose, the pump did not run above 2x the intended rate and the patient did not receive more that 50% of the dose.¿ per the pharmacy staff ¿changes in eyesight is listed as a rare side effect of fluorouracil per lexicomp. Pharmacy would not be the profession to determine if this loss of eyesight was related to fluorouracil with or without an over infusion.¿ patient teaching was provided on the day of the pump attachment by the primary nurse and patient education was provided and noted in the elastomeric ambulatory infusor booklet provided to the patient when treatment began. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump overinfused chemotherapy during infusion. The pump emptied 9 hours before the expected therapy time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.